Event description:
During a pulmonary vein isolation procedure, a rise in temperature occurred and the procedure was cancelled. The temperature issue made it impossible to successfully ablate (during ablation, the temperature cut the power to 10-12 watts). The catheter was exchanged but the issue persisted, and the procedure was cancelled.

Manufacturer narrative:
One ampere¿ rf ablation generator was received for evaluation. Visual inspection found all labeling and input/output connectors to be free of physical damage. The device was powered on and booted up successfully. The device was run through a functional test and functioned as anticipated. The log files on the unit from the reported date were reviewed and confirmed instances impedance out of range errors, however no conclusive abnormalities were identified. Based on the information provided to abbott and the investigation performed, the reported event was unable to be reproduced. The returned product functioned properly during the evaluation. No hardware abnormalities that would have resulted in the reported event were identified. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, root cause of the field reported event could not be conclusively determined as the returned ampere generator functioned as anticipated.